Event description:
The patient had hip pain and the cause is unknown. At about 10 months post primary the surgeon revised the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 december 2024. (B)(4) items manufactured and released on 30-jun-2023. Expiration date: 2028-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot. 2317495 batch review performed on 10 december 2024 (B)(4) items manufactured and released on 05-sep-2023. Expiration date: 2028-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 2344020. Batch review performed on 10 december 2024. (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 2028-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.